Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced a high-speed spinner at an earlier date. Upon revisiting, cse noticed that the attached wheel was not spinning on the motor. The cse tightened the screws holding the assembly together, reran quick checks. System was fully functional upon departure. Siemens concluded that the potential cause of the discordant, falsely high intact pth patient result was the spinner component malfunction. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely high intact pth patient result was obtained on an immulite 1000 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument and again on an alternate immulite 1000 instrument. The repeated result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high intact pth patient result.